Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device sheath was found coming off. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure "sheath coming off" stress problem identified. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing of the cysto-nephro videoscope the sheath was found coming off. There was no patient involvement.